Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that beginning (B)(6) 2017 the patient went from getting 8 coupling boxes consistently to now getting 2 coupling boxes, having poor coupling with recharging, and it being difficult to charge. The rep tried two implantable neurostimulator recharger¿s (insr) as well as trying to reset the first recharger. The rep attempted an antenna locate, but the issue was not resolved. X-rays were taken prior to the call and it was reported that the ins was in left back of patient and header was toward head with the lead existing the header away from the spine. The x-rays were performed to determine if the ins had flipped. The x-ray results confirmed. The rep was redirected to follow up with the patient¿s healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the actions/interventions taken to resolve the flipped implantable neurostimulator and poor coupling was to have the health care provider flip the implantable neurostimulator in the pocket. The cause was unknown. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.